Manufacturer narrative:
The customer reported that their central nurse's station (cns) beeped 4 times and then rebooted unexpectedly. After the system rebooted, the unit was no longer configured for dual display. Nk ts walked the customer through the process of configuring the cns software for dual screens, but the secondary display was still only displaying a partial windows desktop. The customer will be sending this unit in for an exchange. There was no harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) beeped 4 times and then rebooted unexpectedly. After the system rebooted, the unit was no longer configured for dual display.

Event description:
The customer reported that their central nurse's station (cns) beeped 4 times and then rebooted unexpectedly. After the system rebooted, the unit was no longer configured for dual display.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at southeast health reported the cns (pu-681ra sn: (B)(6)) rebooted unexpectedly after 4 beeps. Upon reboot, the system was no longer configured for dual display and the cns was not storing data. The unit would also freeze when trying to boot up when the alarm indicator was plugged in. Investigation summary: possible contributing factors may be (and include) the customer's set up, workflow, or optional accessories, as troubleshooting this within the nka test environment is not possible. As nka's repair center was unable to reproduce the reported issue, the root cause could not be determined. Based on the information available, no failure of the cns is suspected at this time. Further qa review will be performed should the customer continue to report issues with rebooting/freezing of a cns.